Event description:
Related manufacturer report numbers 1627487-2022-03045, 1627487-2022-03046. It was reported that the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. Additionally, the patient's leads had migrated, causing ineffective therapy. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.